Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission noise was observed on the rv and ra leads. Lead revision is planned.